Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited image noise and a detachment of the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the detachment could not be determined. Damage on the charged coupled device most likely led to the component failure which caused the image noise. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.